Manufacturer narrative:
The device was returned to olympus for evaluation and the customer allegation was not confirmed. Additional findings were a worn sw1 (switch 1); waterproof failure due to r/l (right, left) and u/d (up, down) knob, gap on u/d (up, down) knob out of standard due to the worn angle wire, corrosion on the control unit due to water leakage, s-cover (scope connector) was deformed, suction cylinder was peeled off, a- rubber (bending section cover) adhesive was broken, universal cord was corrugated, lg (light guide) was broken and bundle was abnormal, ccd (charged coupled device) lens was broken, angulation in the up direction was out of standards due to the worn angle wire, and the grip part was dirty. The investigation was ongoing and follow up with the user facility was currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information was provided by the user facility.

Event description:
The customer reported to olympus, colonovideoscope displayed e315 error code ¿ scope error. The issue was found at preparation for use in a diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported that the scope had an e315 error code (scope error). The issue was found at preparation for use in an unspecified diagnostic procedure. The procedure was completed using a similar device. The procedure was completed without delay. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation; therefore, the definitive roots cause of the reported issue could not be determined. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning ¿ using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. ¿ chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning ¿ never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage. Olympus will continue to monitor field performance for this device.